Event description:
It was reported that the inspection/blockage indicator was flashing. The fault occurred while in use on the patient. There was known patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: corrected. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was not verified by functional testing. However, distal error 20 was confirmed. The cause is presumed to be poor contact in the thermistor circuit. As a precautionary measure, the l1-hose was replaced to correct the issue. The device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.